Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing auto-reducing from her scs system. An sjm representative met with the patient and ran a system diagnostic which revealed multiple invalid lead contacts. System reprogramming was unable to provide effective stimulation. The patient will follow-up with her physician to discuss possible surgical intervention to address the issue.

Event description:
Additional information received identified surgical intervention took place (B)(6) 2015 at which time the patient's entire scs system was explanted and replaced. Effective stimulation was reportedly restored postoperative.